Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted an 11.5mm icm115v4, -12.5 diopter implantable collamer lens in to the patient's right eye (od) on (B)(6) 2015. Low vault was reported, the lens was exchanged for a larger lens on (B)(6) 2015, and the problem was resolved.

Manufacturer narrative:
Product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found the haptic torn. (B)(4) is incorrect. No other adverse events were reported outside of the lens exchange. (B)(4).